Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited one impedance measurement of less than 200 ohms. Since that time, all impedance measurements had been within normal limits, and no noise was observed on the lead. Continued monitoring was recommended. No adverse patient effects were reported. The lead remains in service.